Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, the outer tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
It was reported that the right ventricular lead was changed out due to small r wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.